Event description:
It was reported that a 36-year-old hispanic female patient underwent primary breast augmentation with unknown size unknown gel implants on both sides and experienced bilateral breast implant ruptures postoperatively. Mammogram and MRI scans were taken. The patient has consulted with the healthcare professional. As a result, the patient is scheduled for surgery on (B)(6) 2025. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left rupture d6b explantation date: (B)(6) 2025. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 28, 2025, mentor became aware that the patient was implanted in 2011. Day and month information was not provided. Fields d6a have been updated to january 1, 2011. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 27, 2025, mentor became aware that patient underwent bilateral replacement surgery on (B)(6) 2025 with non-mentor devices. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).